Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
Locking ring came off during screw insertion using anchor c. Surgeon noticed that she was not able to get her screw all the way locked an the reason was due to the fact that the locking ring was half way attached to the screw. This happened on two anchor c screws. 3.5x8 mm self tapping. We then put in a rescue screw. This added a few minutes to the case in total.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: this screw was visually inspected upon return and the locking clip is severely deformed and out of the groove. Functional inspection: not applicable. The device function is clearly impaired based on the visual inspection. Device history review: no non conformities or deviations linked with reported event were noted during manufacturing process. Conclusion: one anchor c diam 3.5mm self tapping 8mm screw was reported peeled off during screw insertion. The screw related to this investigation was returned, inspected and deformation of locking clip confirmed. No anomaly that could be associated with the event was reported during the manufacturing of this batch. Surgical technique warns about excessive pivoting or angulation of the drilling guide that can cause damages as well as excessive pivoting or angulation on the screwdriver that can cause damage to the screwdriver and/or screw. A delay of surgery of 2 minutes was reported. A corrective action was opened in order to investigate the root cause of the failure and it is still in progress. The reported event is believed to be the result of the condition of use.

Event description:
Locking ring came off during screw insertion using anchor c. Surgeon noticed that she was not able to get her screw all the way locked an the reason was due to the fact that the locking ring was half way attached to the screw. This happened on two anchor c screws. 3.5x8 mm self tapping. We then put in a rescue screw. This added a few minutes to the case in total.